Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/ migration of essure device: location of device: endometrial cavity') and fallopian tube perforation ('fallopian tubes') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, dizziness, gait disturbance and passed out. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("chronic pain/ pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In 2014, the patient experienced cervicitis ("infection (other) describe: cervix (cervicitis)"), anxiety ("anxiety"), depression ("depression"), menstruation irregular ("irregular periods") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, cervicitis, anxiety, depression, migraine, menstruation irregular, vaginal discharge and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, cervicitis, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, menstruation irregular, migraine, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for chronic pain/ pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, uterus perforation, fallopian tubes perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test- not specified results - not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/ migration of essure device: location of device: endometrial cavity') and fallopian tube perforation ('fallopian tubes') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, dizziness, gait disturbance and passed out. Concomitant products included celecoxib (celexa) from (B)(6) 2014 to (B)(6) 2014, ferrous sulfate (B)(6) 2012 to (B)(6) 2014 and sumatriptan (imitrex) from (B)(6) 2014 to (B)(6) 2014. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("chronic pain/ pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In 2014, the patient experienced cervicitis ("infection (other) describe: cervix (cervicitis)"), anxiety ("anxiety"), depression ("depression"), menstruation irregular ("irregular periods") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage, cervicitis, anxiety, depression, migraine, menstruation irregular and vaginal discharge outcome was unknown and the pelvic pain, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, cervicitis, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, menstruation irregular, migraine, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for chronic pain/ pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, uterus perforation, fallopian tubes perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test- not specified results - not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: pfs received- event outcome of pain updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/ migration of essure device: location of device: endometrial cavity') and fallopian tube perforation ('fallopian tubes') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, dizziness, gait disturbance and passed out. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("chronic pain/ pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). In 2014, the patient experienced cervicitis ("infection (other) describe: cervix (cervicitis)"), anxiety ("anxiety"), depression ("depression"), menstruation irregular ("irregular periods") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, cervicitis, anxiety, depression, migraine, menstruation irregular, vaginal discharge and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, cervicitis, depression, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, menstruation irregular, migraine, pelvic pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for chronic pain/ pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, uterus perforation, fallopian tubes perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test- not specified results - not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs and mr received : events- "abnormal bleeding (vaginal), infection (other) describe: cervix (cervicitis), anxiety, depression, migraines / headaches, irregular periods, vaginal discharge, lower abdominal pain", reporter, medical history added. Seriousness criteria removed for genital hemorrhage. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation'), fallopian tube perforation ('fallopian tubes') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pain/ pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: plaintiff received treatment for chronic pain/ pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, uterus perforation, fallopian tubes perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test results were not specified.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received: event injury nos was updated with chronic pain/ pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),general abnormal bleeding, uterus perforation and fallopian tubes perforation. Reporter (consumer) information updated, patient date of birth, age group added. Essure indication updated and reporter causality comment added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.